Manufacturer narrative:
The investigation is still on-going. The results will be provided within the follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. There was no patient injury reported.

Manufacturer narrative:
The log file evaluation revealed that error codes have been recorded for the date of event that are in context with the described symptoms. The error codes indicate that the motor speed fell below a limit that is needed for full performance. Consequently, the device shut down automatic ventilation and posted the corresponding alarm. The ventilator motor had been replaced in follow-up of the event. Consecutive testing confirmed that the device was fully functional again after the repair. The replaced motor was subject to tests in the manufacturer's lab. It could be revealed that the motor did not provide mechanical power in some positions; reason was a worn commutator. There are entries in the electronic log file which are in context to the findings with the motor and with the reported observation: two motor encoder check errors were logged indicating that the real motor position was deviating from the expected one at the particular points in time. The device was used for another four minutes in manual ventilation mode until the patient was disconnected. The anesthesia device has been in operation for more than nine years. There are some parts of the motor that are subject to wear and tear like carbon brushes, commutator disc, ball bearings etc. It can be concluded that the device has detected end-of-life symptoms of a single component and responded to them as specified: automatic ventilation was shutdown and the user was alerted to this condition by the appropriate alarms. Manual ventilation remains possible in this state which allowed the user to complete the procedure and to prevent from consequences to the patient.

Event description:
Please refer to initial MFR. Report #9611500-2016-00282.